Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Root cause and CAPA not required as no defects were confirmed.

Event description:
It was reported that while attempting to inject medication, when the plunger was pressed, the needle hub separated from the bd luer-lok¿ syringe with attached needle. The medication leaked down the consumers leg. There was no report of exposure, injury or medical intervention.